Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "check again in 10 minutes message" and was unable to obtain readings and as a result, customer experienced loss of consciousness and/or seizure. Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based ont the returned product download. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted successfully low glucose values and drop in temperature were observed. Sensor signal low error and error terminate were observed. Clinical and historical data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "check again in 10 minutes message" and was unable to obtain readings and as a result, customer experienced loss of consciousness and/or seizure. Attempts to gather additional information were unsuccessful. No further details were reported. There was no report of death or permanent impairment associated with this event.